Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.41, lab: 3.00. A yearly validation is performed to international standards. The 50 fresh patient samples were used and the mean inr of all the patients using the inratio strips was compared to that of another system.

Manufacturer narrative:
Investigation pending.